Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
The customer reported that while they were transporting a patient (ventilator was connected to the patient), the ventilator stopped ventilating the patient. The ventilator audibly alarmed and the alarm messages "o2 supply low" and "air supply low" was posted on the cockpit screen. The staff manually ventilated the patient. No patient injury was reported.

Manufacturer narrative:
The logbook of the device has been analysed. It shows temporary gas supply alarms (air/o2) during ventilation on three occasions at the date in question. As the device was used for transport, it was supplied by gas bottles via pressure regulators, which are not part of the ventilator. This gas supply was not able to provide the required amount of gas what led to the observed alarms. If the minimum requirements of external air flow supply are not fulfilled, the device switches over to o2 or vice versa. In case the supply of the alternative gas isn't sufficient either, the ventilator stops the ventilation followed by respective alarms. The device reacted as specified for this kind of problem, no device malfunction occured.

Event description:
.